Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med application was uninstalled and structured query language had errors. A field service engineer performed to reimage the station to resolve the issue as per the technical support specialist request. The fse tested the station with the customer to verify the operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the application was not launching. The customer stated that the user was unable to pull medication from the station. The field service engineer confirmed there was a delay occurred. There were no adverse events or injuries reported based on this event.